Event description:
The pt received her scs system consisting of an ipg and lead on (B) (6) 2008. The following day it was reported that the pt complained of weakness in her legs and the physician explanted and discarded the system. It was reported that an MRI was taken which showed a contusion of the spinal cord at t8-t9. Follow-up on the pt found that she went to rehabilitation therapy and seeing improvement in her condition.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.